Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic tip came loose, fell into patient and was retrieved. Piece was retrieved with device. Hospital completed the case with the device. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood on the tool jaws were observed. Microscopic inspection showed the heater wire to be flexed away and detached from the tip but remained attached to the base of the hot jaw. It was also observed that about half of the cold boot insulation was missing exposing the metal part underneath. Charred tissues were observed at the base of the jaws. The peeled portion of the cold boot was returned to the factory. It was also tainted with blood. Based on the returned condition of the device and the evaluation results, the reported failure "peeled jaw" was confirmed. The analyzed failure ¿material twisted/bent¿ was also confirmed. Specific actions for the reported failure "peeled jaw" and analyzed failure "material twisted/bent" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic tip came loose, fell into patient and was retrieved. Piece was retrieved with device. Hospital completed the case with the device. The hospital did not report any patient effects.